Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation catheter was received by the facility with visible damage on the package. No procedure or patient was involved in the issue. It is unknown if the device is available for return.

Manufacturer narrative:
B.5. Describe event or problem: corrected f.10. Device codes: corrected the device was returned to boston scientific for analysis. Upon device return and inspection, it was observed that the device packaging was damaged at the top right corner. The box was subsequently opened, to have a closer look at the sterile packaging, and it was noted that the sterile packaging was also damaged in the same area.

Event description:
It was reported that a farawave pulsed field ablation catheter presented an issue. The device was received by the facility with visible damage on the package; the tray portion was exposed and open to the air. No procedure or patient was involved in the issue. The device return for analysis is unknown.